Event description:
A customer experienced a problem with the enteral feeding product. The customer alleges that at 8:00 am the nurse attempted to aspirate the pt's stomach but only drew back air. At that point she removed the tube from the pt to find that the tube allegedly had been severed or broke inside of the pt.